Manufacturer narrative:
The signs of plastic deformation observed on the face of the top liner ring were likely due to femoral neck impingement. This impingement, if coupled with potential high lever-out forces, may have resulted in the dislocation of the bipolar.

Event description:
It was reported that revision surgery was performed due to disassociation.